Manufacturer narrative:
The olympus service team received a mdcons100 for the reported issue of screen is glitching. A visual inspection was performed on the console. There were no abnormalities found aside from minor wear and tear on the housing and lcd. Furthermore, functional tests were performed to assess the console. The console was found to be operational, however, software and hardware upgrades were noted to be needed. The root cause of the failure mode could not be determined, the console passed functional tests and the failure mode could not be replicated. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during an unspecified procedure, the device display screen went black. According to the reporter, the top half screen went black. The customer rebooted the system and the display returned to a normal function. The intended procedure was completed with no impact or injury to the patient. The device however according to the reporter, when turned back on, the black screen came back. The device will be sent in for repair and evaluation.